Event description:
It was reported that the pump touch screen was intermittently unresponsive, and the cartridge was sticking. It was also reported that the pump battery could not be charged. Reportedly, the issue was caused by debris found inside the usb port of the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support, therefore further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.